Manufacturer narrative:
Tech found that the battery was over three years old. Replaced the battery to resolve the issue.

Event description:
Complaint alleged that the battery was not keeping a charge. The led light said it was charged.